Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information was received such as a4 - patient weight.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Correction : method code, result code, conclusion code.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. A manufacturer representative confirmed the issue by troubleshooting the ipg using a second charger, and issue persisted. In turn, surgical intervention may take place at a later date to address the issue.